Event description:
During a service inquiry, olympus was informed that the customer high-frequency monopolar cable ¿exploded¿ and needed a replacement. The customers reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. No device will be returned to olympus. No additional details regarding the device and the event were provided.

Manufacturer narrative:
No device will be returned to olympus. As part of the investigation olympus followed up with the customer to obtain additional details of the event and the device but no information was obtained. However, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause is due to wear and tear in connection with improper handling. Olympus will continue to monitor field performance for this device.